Event description:
It was reported that there was particulate matter in the coiled tubing of a small volume infusor. This was noted after the device was filled with desferrioxamine. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (the device was manufactured february 17, 2014-february 19, 2014). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.